Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) observed that the snap ring was not seated properly preventing the roller pump occlusion adjustment. The snap ring was replaced, and all the internals of the pump were checked for irregularities by running the pump overnight (over 12 hours) with no irregularities observed. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during testing of the device at the service center, the roller pump jammed even when the tubing was completely removed from the pump. The issue resolved a few minutes later after power cycling the pump by disconnecting and reconnecting from the lab use only (luo) heart lung machine (hlm). There was no patient involvement.

Manufacturer narrative:
This complaint is related to (B)(4) / MFR# 1828100-2023-00292.